Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the instrument was used for gamma lag screw extraction. The instrument and all broken pieces were returned, washed and autoclaved. There were no adverse pt consequences reported.